Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (1800 mcg/ml) and morphine (9 mg/ml) via an implanted pump. When asked the dose, the patient stated that her dose was 5 boluses per day. The indication for pump use was spinal pain. The patient reported that since about 30 days ago or so (then confirmed about (B)(6) 2021) the pump had been slowly moving and it was never in the same spot. The patient was redirected to her healthcare provider to further address the issue. The patient stated that she was going to see her new pump managing physician on (B)(6) 2021.